Event description:
Patient presented to the ed with complaints of leaking PICC (peripherally inserted central catheter). Upon inspection of PICC noted a fracture at hub. PICC line pulled intact. No other issues identified.manufacturer response for navilyst PICC b-d dual, navilyst (per site reporter).manufacturer wants to inspect device and would like this returned.